Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿break nurse went to patient¿s room because the pump was alarming; patient was found holding the IV channel and patient said" it fell on my arm" while pointing to his right forearm and patient said its slightly hurt. Break nurse examined right forearm and there was no redness or bruising. Break nurse called the primary nurse. Primary nurse went to see patient and patient said to primary nurse that he is okay and he is not hurt. Primary nurse examined the right forearm, there is no redness and bruising noted." There was patient involvement but no harm.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿break nurse went to patient¿s room because the pump was alarming; patient was found holding the IV channel and patient said" it fell on my arm" while pointing to his right forearm and patient said its slightly hurt. Break nurse examined right forearm and there was no redness or bruising. Break nurse called the primary nurse. Primary nurse went to see patient and patient said to primary nurse that he is okay and he is not hurt. Primary nurse examined the right forearm, there is no redness and bruising noted." There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.